Event description:
It was reported that the patients battery was taking significant longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not released by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients battery was taking significant longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not released by the facility.